Event description:
It was reported that the procedure was to treat the mid superficial femoral artery (sfa) with no tortuosity. During deployment of the 5x150 mm absolute pro self expanding stent (ses), there was a failure in the deployment mechanism and the stent failed to deploy. Upon removal, the stent deployed in the common femoral artery (cfa). No additional treatment was provided at the cfa. A non-abbott stent was used to treat the sfa. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.